Event description:
The event was reported by a customer from USA: "the patient witnessed clinician putting lock code. Patient unlocked the pump and changed pca continuous rate, giving more medication. Though asked, was not able to provide the type of medication used, prescribed volume and total volume infused. Customer quoted 'the codes should not have been visible on display when entered.' Human harm: no"

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of hospira.